Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that he undertook a revision of a ceramic head and accolade stem. The patient presented with pain. During the revision it was noted that the ceramic head had fractured into 2 pieces. The revision was completed successfully with an eto procedure.